Manufacturer narrative:
Medical records concluding summary of findings as event related to fresenius products(s): the physician notes stated when patient was questioned about wearing a mask and hand washing, the patient admits to not following peritoneal dialysis protocol. Medical records reveal patient broke peritoneal dialysis technique in the hospital when he disconnected himself during treatment to go to the bathroom and re-contaminated himself when re-connection instead of asking for a urinal. Medical records state that the patient's practice of being "not adherent to peritoneal dialysis protocol (not using mask, despite numerous counseling/training on proper protocol)" was "contributing to recurrent peritonitis." Medical record documentation indicates there is no causal relationship between the liberty cycler and peritonitis. Medical record documentation indicates there is no causal relationship between the liberty cycler set and peritonitis. Medical record documentation indicates the patient's cause of peritonitis was due to non-compliance with the peritoneal dialysis protocol.

Event description:
Patient is a (B)(6) male who was admitted into the hospital for abdominal pain and peritonitis. Patient was administered intravenous and intraperitoneal antibiotics in the emergency department. Patient revealed his non-compliance with peritoneal dialysis protocol (not using mask or washing hands). Patient improved during hospital stay and was discharged 3 days later with follow up orders to continue intraperitoneal antibiotics at the dialysis clinic.

Manufacturer narrative:
The complaint sample was not available and the lot number was unknown. A search of the lots delivered to the patient was conducted with a time frame of three months before the occurrence day. No product was available from the lots as the entire lots had been sold or distributed. A device history record review was performed on potential lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) patient had been recently hospitalized on (B)(6) 2015 for peritonitis. No further information was provided.